Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Broken 5x11 cr trial insert while being inserted into knee.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor could the root cause be determined because the device was not returned for evaluation. If additional information and/or device becomes available, this investigation will be reopened. The parts are injection molded by mack medical. Sample parts were pulled from fg. Lack of fusion areas were observed between the first and second shots of the two-shot trials. The reported device has been identified as part of the scope of the nc.

Event description:
Broken 5x11 cr trial insert while being inserted into knee. Update: as reported in medwatch report # (B)(4): during a right total knee replacement, a 5/11mm stryker plastic insert trial broke. It appeared to be a clean break, both pieces of trial recovered. Intra-op x-ray obtained. The radiology attending, spoke to primary surgeon confirming that no foreign body was retained.